Manufacturer narrative:
This product is not marketed in the us. Claim# (B)(4).

Event description:
The reporter indicated the surgeon attempted to insert a 12.6mm vicm5_12.6 implantable collamer lens -10.5 diopter in the patient's right eye (od) but the lens tore during loading into injector. There was no patient contact. Another identical lens was implanted on (B)(6) 2022. This resolved the problem. Cause is unknown.